Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 64, 118, 128, 113 and 141 mg/dl. Customer stated that she run a blood test and got 118 mg/dl fasting using another meter but on the true metrix meter the result was 64 mg/dl fasting. The customer¿s expected am fasting blood glucose test result range is 120-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/21/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 64 mg/dl, date: (B)(6) 2024, time: 8:33am fasting. Result 2: 118 mg/dl, date: (B)(6) 2024, time: 4:14am fasting. Result 3: 128 mg/dl , date: (B)(6) 2024, time: 4:44pm unknown. Result 4: 113 mg/dl, date: (B)(6) 2024, time: 10:09pm unknown. Result 5: 141 mg/dl, date: (B)(6) 2024, time: 9:43pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 17-oct-2024 to ensure the customer¿s replacement products resolved the initial concern, able to contact customer who indicated they are comfortable with the readings from the replacement products.

Manufacturer narrative:
Sections with additional information as of 07-jan-2025: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.